Event description:
It was reported that a dexcom g7 experienced intermittent communication failure resulting in signal loss during a call reconnect, with the responsible device not identified. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user or third party. Investigation of this case revealed an interoperability problem consistent with intermittent communication failure, with device components referenced as electrical and magnetic elements and the antenna. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.